Manufacturer narrative:
Product analysis: the product was not returned as it remained implanted. No product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twenty-five days following the implant of this transcatheter bioprosthetic valve, the patient was brought to the local hospital by emergency medical services. A coronary angiography showed a large amount of thrombus on the right coronary cusp. The thrombus occluded the right coronary artery which resulted in an inferior wall myocardial infarction. Treatment was not reported. One month, five days following valve implant the patient was reported to be in remission. No additional adverse patient effects were reported.